Event description:
(B)(4). Blood clots during every period (quarter size and larger). Horrible breast tenderness. Cramps that feel like contractions. Extreme bloating/swelling in the stomach area. Pelvic pain. Discharge (odor/no odor). Excessive bleeding during period. Painful ovulation . Loss of libido. Itching, burning, stinging, stabbing of vaginal entrance. Dizziness. Tingling sensations. Numbness. Brain shocks. Brain fog and cloudiness, forgetfulness. Mood swings. Diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss). Numbness/tingling in extremities. Shakiness. Skin irritation/itching. Insomnia. Weight issues. Swelling/numbness in jaws/lips.